Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl with ketones identified as dangerous by a healthcare professional. Cause was not known. A correction bolus and manual injection were delivered to address bg. However, customer decided to go to the emergency room (ER) where they were treated with intravenous fluids of saline, insulin, and anti-nausea medication which reportedly resolved the issue. The customer was released from the emergency room with no permanent damage.